Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experienced high low blood glucose. The customer¿s blood glucose level was 2.2 mmol/l. The customer was treated with food. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test and the displacement accuracy test. No device problem found. Device was connected to a test transmitter/sensor and monitored without any connection interruptions. Device and test transmitter/sensor calibrated successfully. (B)(4).